Event description:
Caller alleged discrepant inratio2 results for one pt. Results as follows: inratio meter 1: 1.6, meter 1 re-test: 3.4, inratio meter 2: 2.6. The re-test using inratio meter 1 was done immediately after the initial test. Inratio meter 2 test was performed on the same day as the meter 1 tests. Therapeutic range: unknown. Tests compared results from two different inratio2 monitors at facility. Two users performed the tests using the same strip lot number. Meter serial numbers were not provided.

Manufacturer narrative:
It is indicated that the product is not returning for evaluation. Therefore, investigation of the complaint to determine root cause cannot be completed. Since the product associated with the complaint was not returned, retain inratio strips were tested during in-house investigation. Retain strip testing results met both accuracy and precision criteria. Retain testing strips performed as expected and no product deficiency was observed. Root cause could not be determined from the information provided by the customer. The manufacturing records for the lot were reviewed. The lot met specifications and no non-conformances were documented. Based on the information available, there is no indication of a product deficiency. Corrective action is not required at this time.